Event description:
This lead was implanted on (B)(6)2006 and was taken out of service on (B)(6)2013 due to infection. The physician was dr. (B)(6)at riverside methodist hospital in (B)(6), ohio. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).